Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve was deployed in an 80:20 aortic position, resulting in moderate paravalvular leak (pvl). A second 26mm sapien valve was subsequently implanted in a more ventricular position within the first, resolving the pvl. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 25mm by tee and 23mm by tte. The native aortic valve and root were moderately calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 55%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to deployment, the sapien valve was positioned 60:40 aortic. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the pvl was caused by a combination of significant leaflet/annular calcification and the aortic positioning of the first valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition and subsequent pvl cannot be confirmed. However, a combination of patient (large aortic annulus size [25mm by tee], moderate native valve and root calcification, preserved ejection fraction) and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.